Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation will be completed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient had initiated their emergency protocol and was hospitalized, unwilling to provide additional information. This complaint is being reported as the pump could not be excluded as a cause/contributor to the emergency hospitalization.